Manufacturer narrative:
Document review: amistem h femoral stem size 2 - (B)(4)/lot 101029. The batch record review of the lot 101029 (60 pieces produced) has been carried out: all the values were found to conforming to specifications valid at the time of production. (B)(4): a revision of the implant was performed. The event was thought to be not device related. The surgeon expressed complaints concerning the shape of the amistem implants and, for this reason, a clinical expert was contacted and he analyzed the x-rays post op with the following opinion: "the stem is in slight varus and in addition it is possible, that antetorsion of the stem is eventually not correct. It is necessary to do the release at least to such an extend to be able to introduce the stem in a correct anteversion. Otherwise you can get a little crack at the calcar and, later, a periprosthetic fracture. In our experience the amistem has a good size proximally and distally. Up to now we haven't seen a periprosthetic fracture or trochanter fracture". There are no evidences that the fracture is device related; this injury is a known complication of total hip arthroplasty.

Event description:
The patient had a periprosthetic fracture detected 8 days after the surgery. An additional surgery was done to fix the bone fracture with a cable.